Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was not opened. A field service engineer (fse) powered down the station and removed the back panel to access all drawers. Upon inspection of full height cubie drawer 4, it was found that the magnet had fallen out of the inseparable. The inseparable was replaced, the back panel was closed, and the station was powered back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.